Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in aortic position. During the procedure, there was difficulty deflating the balloon after the valve deployment. Per follow-up with the fcs, inflation time appeared normal with approximately five seconds of full inflation deployment, while deflation took about twice as long as usual. Negative pressure was applied multiple times using the atrion inflation device, and the balloon eventually fully deflated. The valve was still able to be fully deployed in the intended location, and no abnormalities were noted during preparation. The device was not torqued, inflation was symmetrical, and there was no resistance during insertion through the sheath. No damage was observed on the delivery system or sheath, and no fluid loss occurred. The inflation medium consisted of 90% saline and 10% contrast. There were no withdrawal difficulties, and the root cause of the deflation issue was unknown. The patient experienced no injury and remained stable.

Manufacturer narrative:
Investigation is ongoing.